Manufacturer narrative:
Pump received with broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked case on battery side, stained keypad overlay, cracked keypad overlay at select button, missing display window/cover, partially broken retainer and cracked reservoir tube lip. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when broken retainer was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer confirmed the location of damage was back of the pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1880 was returned for analysis.